Event description:
It was reported that during a hand assisted colectomy procedure, the silicone of the device tore. There were no pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.